Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead as it was oversensing and double counting p and r waves. The lead had dislodged and pulled back into the atrium. Detections were programmed off. The lead currently remains in use; however, the patient was advised to follow up regarding lead revision. No further patient complications have been reported as a result of this event.